Event description:
It was reported that the patient with an artificial urinary sphincter (aus) underwent a surgical procedure due to migration of the device tubing. The migration caused squeezing of the right testical and was not functioning properly. The aus pump was repositioned to the opposite side. No additional patient complications reported.